Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported 'shuts off' which was not reproduced during evaluation. A review of the event history log verified multiple 'improper shutdown!' Messages. However, an improper shutdown message indicates that all power was lost from the pump but the log cannot be used to distinguish if the power was manually disconnected or if the shutdown occurred without user input. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.